Event description:
Operator reported that the door came down on operator's hand while trying to pull a jammed basket out from under the closing door. Operator had waited until control generated alarm, but not until door was fully raised. There was no reported injury.